Event description:
It was reported that this left ventricular (lv) lead exhibited noisy signals. Technical services (ts) reviewed the reports and noted that the noisy signals were being oversensed and caused pacing inhibition. The noise was reproduced with isometrics and pocket manipulation. Additionally, there had been high out of range pacing impedance in the past. Ts noted that there may be potential loss of capture (loc). The health care professional (hcp) noted that there was a procedure some days prior to the event, which may have affected the device system. It was noted that the issue will likely be addressed at the cardiac resynchronization therapy defibrillator (crt-d) changeout as the device does not have much battery longevity left. Ts provided programming options and resolution options. The device was reprogrammed. The lead remains in use. No adverse patient effects were reported.